Event description:
The device was returned for regular, preventative maintenance and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted . Evaluation summary: (B)(4) the device was returned and analysis found that the upper and lower cases, two side bail covers and the battery drawer were broken; also that the battery release, ring cover and lead flex cover were contaminated, and one side bail and ring were bent.